Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/04/2015. The fse replaced the blood sampling valve, bsv, actuator which fixed the wbc and hgb background failures. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed white blood cell, wbc, and hemoglobin, hgb, background failures from a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date received by the manufacturer was updated from 04/11/2015 to 11/04/2015.